Manufacturer narrative:
The issues have resolved and the patient is doing fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, venaseal occluding adhesive was implanted in the great and short saphenous veins (gsv and ssv). The IFU was followed during preparation, procedure and post procedure. It was reported that patient received multiple treatment and clot was found in the deep veins in post op treatments. Xarelto was prescribed and veins are still occluded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.